Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the hand switch damaged and locks out motion control. The hand switch was replaced, verify operation of hand and foot switch. Fluoro and rad gain calibration were performed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system is failing to boot up. No further information was provided. No patient present.

Manufacturer narrative:
H2/h6/additional codes: ime and imf codes have been added. H2: correction. The initial MDR had "see h10" listed in the concomitant product section of section d but no information was provided in h10. See below. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi30000108, lot #: none d9/h2/h3/h6: the handswitch was returned and analyzed. The reported complaint of not being able to boot could not be confirmed however the handswitch failed visual inspection. The front cover was breaking off and the handswitch was physically damaged. Codes b01, c07 and d02. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.